Event description:
A report was received that the patient had an scs explant procedure due to an infection. The physician indicated that the infection was not device or procedure related. The ipg was working properly. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient had an scs explant procedure due to an infection. The physician indicated that the infection was not device or procedure related. The ipg was working properly. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02 serial: (B)(4) description:precision implantable pulse generator (ipg) model: sc-2366-70 serial: (B)(4) description:linear 3-6 lead, 70cm model: sc-3138-35 serial: (B)(4) description:phase iii lead extension -35cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's symptom was drainage at the lead site. The patient was given IV and oral antibiotics. The patient's symptom has resolved.